Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer refetrence number (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to find the case as the first reportable customer product complaint for items fall from the accessories used with getinge disinfection ab devices due to a weld failure on a shelf. When the event occurred, the device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. The device affected is an accessory designated for washer disinfector, namely a 4-level wash cart used together with 3 units of 8666 washer disinfectors. Two of them were installed at 2008 year and one in 2018. The wash cart were under warranty period. During the investigation course we were able to establish, that the welds on shelfs on the loading carts failed and this resulted in loss of shelve integrity. When the malfunction occurred on the device, the customer decided to secured the shelf connections with zip-ties and continued with the usage. We do not know how long the carts were in use that way. Eventually, the zip-ties on one of the carts failed during the use, leading to the instruments that were loaded on it falling on the floor. It was established, that the event occurred due to the manufacturing issue and the poor welding of the wash carts. There was no injury reported however we decided to report the issue based on the potential as any instruments falling off might cause an adverse consequences. We currently do not have any information that would warrant more actions towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
Additional information will be provided upon the results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of washer disinfectors - 8666. As it was stated by the customer, the instruments placed on the wash racks fall down. There was no injury reported however we decided to report the issue based on the potential as any instruments falling off might cause an injury.